Event description:
It was reported that during an unspecified surgical procedure, it was discovered that while impacting the femoral head implant, the white plastic piece of the impactor device broke into two pieces. It was reported that there were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s complete facility address was not provided. H4: device manufacture date: the device manufacture date is currently unavailable. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed. The device was visually inspected, and it was found that the device failed visual inspection due to a broken end cap. The kincise replacement cap was functionally assessed and determined to be cracked, which was consistent with having been dropped or misaligned during use - improper handling - user error. It was further determined that the device failed pretest for visual assessment and cap thread assessment therefore, the reported condition of the device breaking into two pieces was confirmed. The assignable root cause was determined to be traced to user, which is user error.